Event description:
The surgeon reports that the 5.5mm optic diameter intraocular lens that was originally implanted was replaced with a 6.0mm optic diameter intraocular lens due to the pts complaint of glare. It was reported that the pt's capsulorhexis was larger than the intraocular lens optic diameter that was originally implanted. The symptoms abated with the larger optic diameter intraocular lens.